Event description:
The facility reported a failure code 570. It is not known if this failure occurred with infusing on a pt. Although attempts were made by baxter, details were not provided regarding pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident involving this pump since the last baxter service event. No additional info available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be submitted upon completion of the evaluation or if additional info becomes available. Review of the complaint history revealed no other reports have been received for this serial number.